Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. On an unknown date after the procedure, it was discovered via MRI, that the patient had a retained suture needle. The needle was found in the scar tissue/omentum of the abdomen. The needle was extremely degraded/friable with significant metal fatigue. The needle came out in one piece, however, the tip broke off on picking it up. Additional information was requested.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A photo upon which this medwatch is based has been received, however, the photo evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Have the customer¿s inquiries been addressed? Was there any suture deficiency reported? Is it known how the needle became retained in the patient?, if yes, please explain. Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure what symptoms did the patient experience following the index surgical procedure? Onset date? What was the reason for the MRI? Please describe any medical/surgical intervention required for this suture event including dates and results. Was an additional procedure required to just remove the needle or was the needle found removed during an unrelated procedure that the patient was already scheduled to undergo? Was the entire needle removed from the patient, including the tip that broke off when removing? Does the any part of the needle remain retained in the patient's tissue? If the piece(s) were retained, where are they located/in what structure? Other relevant patient history/concomitant medications? Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? How was it determined that the product code was j317? Lot number? Questions about initial procedure, if known: date and name of index surgical procedure? The diagnosis and indication for the index surgical procedure? What was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? On what tissue was the suture used? What was the tissue condition (normal, thin, calcified, fragile, diseased)? How was the suture placed (interrupted or continuous)? What instruments were used to grasp the needle? Where was the needle grasped during use?

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional h6 investigation findings: c22 - photo review. Additional h3 investigation summary: this is an analysis for a photo submitted to ethicon for evaluation. During the visual analysis, the following was observed: the photo shows a needle without suture. The image is not clear to determine the failure mode or the reported condition. Based on the photo review, the event describe is not confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. We value the opportunity to fully analyze the instrument upon its return. As part of ethicon quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. The manufacturing records could not be reviewed as the batch number is unknown. The following information was requested but unavailable: have the customer¿s inquiries been addressed? Was there any suture deficiency reported? Is it known how the needle became retained in the patient?, if yes, please explain. Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure what symptoms did the patient experience following the index surgical procedure? Onset date? What was the reason for the MRI? Please describe any medical/surgical intervention required for this suture event including dates and results. Was an additional procedure required to just remove the needle or was the needle found removed during an unrelated procedure that the patient was already scheduled to undergo? Was the entire needle removed from the patient, including the tip that broke off when removing? Does the any part of the needle remain retained in the patient's tissue? If the piece(s) were retained, where are they located/in what structure? Other relevant patient history/concomitant medications? Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? How was it determined that the product code was j317? Lot number? Questions about initial procedure, if known: date and name of index surgical procedure? The diagnosis and indication for the index surgical procedure? What was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? On what tissue was the suture used? What was the tissue condition (normal, thin, calcified, fragile, diseased)? How was the suture placed (interrupted or continuous)? What instruments were used to grasp the needle? Where was the needle grasped during use?